Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and the software was upgraded to the latest revision. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Received information that the ventilator was not in use on a patient at the time of the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs . An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.